Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that the implant was placed on (B)(6) 2017 and was removed on (B)(6) 2017 in site 28. Osseointegration was not achieved. The implant was returned in a condition in which it cannot be sent to the manufacturer for investigation.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that the implant was placed on (B)(6) 2017 and was removed on (B)(6) 2017 in site 28. Osseointegration was not achieved. The implant was returned in a condition in which it cannot be sent to the manufacturer for investigation.